Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. A complete lead was returned in one piece with helix found partially extended and clean. The helix was able to extend and retract by applying torque directly at the connector pin. Electrical, visual and x-ray evaluations were normal with no anomalies noted.

Event description:
It was reported the patient presented for implant procedure. During surgery, the lead helix extended without manipulation. The procedure was completed without the lead. The patient was discharged following the procedure.